Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged twice. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.